Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations.a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.the customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer was having problems with the 8100 passing the patient side occlusion test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: pm testing. Case resolution: customer stated that the 8100 wouldn't pass the pm test. I explain to the customer to try and run a calibration and if it fails when running or on the start then you would have to replace the pressure sensors. The customer said ok and ended the call.